Manufacturer narrative:
The na unit of measure is mmol/l. The complained patient sample resulted in the following additional test data: crea = 243.5, urea = 25.98. No units of measure were provided for these tests. The second tube of the complained sample had an additional repeat na value of 155 mmol/l. The investigation determined the issue was related to an incorrect pre-analytic sample handling of the first tube, causing a mis-sampling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. No units of measure were provided. Two sample tubes were collected from the patient at the same time. The first tube resulted in a na value of 149. The second tube resulted in a na value of 155. Both results were sent outside of the laboratory to the doctor. The doctor questioned the results since the difference was so big. Both tubes were repeated about two hours later. The first tube repeated with a na value of 154 and the second tube repeated with a na value of 156. The na electrode lot number and expiration date were requested, but not provided.